Event description:
The customer contact reported that the pump powered offby itself without sounding an audible alarm tone. At an unspecified time, the pump was programmed to deliver an unspecified IV fluid at an unspecified rate. Approx 10-15 minutes after the pump was programmed the rn noted that the pump display was blank and the pump was powered off. There were no reported adverse pt effects. The pump was removed from clinical service and therapy was resumed using a replacement pump.